Event description:
It was initially reported the patient's programmer would not work. The patient met with the company representative on (B)(6) 2012 at which time it was determined that the programmer needed new batteries. When the representative tried to interrogate the implanted neurostimulator (ins) with the clinician programmer, they were unable to get any telemetry and it was determined it was in an overdischarge condition. A trickle charge was then initiated to "wake up" the ins and the procedure was continued by the patient at home after watching the representative perform the process. On (B)(6), 2012, the patient was able to finally turn on the ins but was uncomfortable with the high stimulation amplitude. The patient was unable to turn the ins off with the programmer and, when he attempted to turn the device off with the recharger, an end-of-service (eos) message was seen. Another trickle charge was performed in an attempt to lock the ins and not deliver stimulation but this was unsuccessful. The company representative then met with the patient the following morning during which interrogation determined that the ins was off. All of the programs were then turned down to 0.0 amps. The patient stated that they still felt the stimulation. Another trickle charge was performed along with a check of impedances which got the stimulation unlocked by auto-running of the voltage which resolved the situation. The patient was informed that the device needed to be replaced. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had his ins turned off as he was advised by the company representative to do. He was in a lot of pain and was taking oral medications as a result. There was no known accident or incident related to this event. If additional information is received, a follow up report will be sent.

Event description:
Multiple follow up attempts to the surgeon's office were unsuccessful and it was noted that it appeared that the phone had been disconnected. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39286-65 (B)(4) implanted: (B)(6) 2010 explanted: unk, recharger model 37752 (B)(4), programmer model 37743 (B)(4).

Manufacturer narrative:
(B)(4)